Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-10058. Reference MFR report: 1627487-2012-10059. The pt received the scs sys on (B)(6) 2011, which included an ipg and two scs lead extensions from different lots. It was reported the pt suffered a fall while snowboarding and subsequently experienced diminished stimulation. After interrogation of the sys and x-rays, it was determined that both lead extensions had disconnected from the ipg. There was no evidence that the scs lead migrated or became disconnected from the extensions. Upon visual insp of the ipg, the physician observed what appeared to be discoloration. The physician elected to remove and replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.